Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the patient disconnected from the pump while playing football and later selected a ¿less than meal¿ announcement despite consuming a smoothie, after which the guardian asked about dosing a ¿more than meal¿; the agent advised allowing the algorithm to correct if more than 30 minutes had passed. Symptoms included hyperglycemia and fatigue. Outcomes included transient elevated glucose levels for a couple of hours without medical intervention, backup therapy, or ketone testing. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an unclear cause for the hyperglycemia, with contributing factors including pump disconnection and an incorrect meal announcement. It was concluded that the event was non-serious and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.